Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized and spent one night in intensive care unit due to high blood glucose level. The customer blood glucose value was over 500 mg/dl. The customer reported that cannula was bent. The insulin pump will not be returned for analysis.